Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male patient in his (B)(6), an arc was heard from the electrode pads. Complainant indicated that the clinician obtained external paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.